Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Was the initial procedure a c-section procedure? What tissue or tissue layer was the suture used on? What was the date of the initial procedure? Was the initial procedure a natural birth with repair of episiotomy? Was the healing issue from the perineum tissue? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? Can you explain ¿poor wound healing¿? Can you describe the amount of wound dehiscence (in cm)? What was the date of the secondary suturing? Can you describe the appearance of the suture during the second procedure? What is the surgeon opinion of the contributing factors to the event of suture. Rejection/ wound dehiscence 15 days post procedure? If applicable, will product be returned, return date, tracking information? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. Fifteen days following the c-section, the suture was rejected. The patient also suffered from poor wound healing, the wound dehisced throughout. The secondary suture of perineal wound was given after complete suture removal. Then the patient's condition changed better. Additional information has been requested.